Event description:
It was reported that the atrial capture threshold was elevated. It was noted that there was no capture at 7.5v at 1.0 ms at time of system upgrade. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), the outer insulation was melted and had environmental stress cracking, and there was apparent explant damage.